Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient did not clean the exchange area before starting peritoneal dialysis (pd) and did not wash their hands. The break in aseptic technique was during pd therapy while using unknown baxter pd disposables. The patient experienced peritonitis caused by the break in aseptic technique. It was unknown if the patient was hospitalized for peritonitis. The treatment was not reported. The patient recovered from the peritonitis and pd therapies were ongoing. No additional information is available.